Event description:
It was reported that 2 hours following successful stent deployment, the patient experienced chest pain, and st elevation and was returned to the cardiac catheterization lab. Angiographically, the stent was totally occluded with thrombus. The vessel was rewired, re-ballooned and flow was re-estableshed. Distal and proximal intimal edge dissections were noted and two additional stents were placed to cover the dissections. Reportedly the results were good and the patient was in stable condition.